Event description:
It was reported the pt was unable to adjust her scs stimulation. A sjm rep met with the pt and reprogrammed the pt's system. An invalid contact was observed, but the rep was able to reprogram the pt's system and improve her stimulation coverage. However, the pt stated her stimulation is not consistent and is very positional. The pt also stated she has experienced multiple falls. Surgical intervention is planned for a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.